Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead was repositioned on (B)(6) 2019 due to dislodgement (already reported separately). On (B)(6) 2019 the patient suffered from a pounding chest. Loss of capture was reported on this lead. The patient had a CT where it was confirmed this rv lead had perforated.